Event description:
It was reported that during use of the iab, the peel-away hemostasis device split causing blood to leak. Because of this, the entire assembly was removed and replaced. There were no associated pt complications.